Event description:
During incoming inspection of goods by the distributor, metal powder was generated when applying pressure to the a1059 mayfield modified skull clamp. There was no patient involvement.

Manufacturer narrative:
Integra has completed their internal investigation on 14 jun 2016. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaint history. Results: evaluation of device: engineering and quality were able to confirm customer complaint. The unit was subjected to the pressure test as per its corresponding 1101 inspection checklist and metal powder was generated. Device history record was reviewed for this product ID (a1059) lot code/work order: 161/(B)(4) manufactured on 02/26/16 show no abnormalities related to the reported failure. A total of 50 devices were manufactured during this period and passed all required inspection points with no associated mrr¿s, variances or rework. No service history is on file for the devices. CAPA has been issued to further investigate the reported failure based around complaints associated to "scrap metal /powder comes out /metal burrs" for this product family. Conclusion: the metal shavings issue reported on the returned device was able to be confirmed by quality and engineering. However, this issue has not been observed or been able to be replicated on other devices from other distributors/customers. The current belief is that the issue is related to the (B)(4) distributor¿s testing methodology. At this time, the issue has been isolated to primarily a single customer, and no product containment has been issued. A CAPA has been opened to investigate this failure. The skull clamps ratchet extension as a detailed assembly instruction that outlines the process of installing the helicoil. The last step in the work instruction requires the operator to use a ¾ - 16 thread gage to verify fit. All of the products in question were subjected to these quality controls during manufacture. These will be monitored for trending.